Manufacturer narrative:
A visual inspection was performed on the retuned guide wire, and the reported peeling was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to preparation of the wire which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties and noted damages appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during tip shape, the technique used to shape the tip was too rough and/or fast causing the noted damages, and the appearance of peeling due to polymer stretching. The noted teflon coating damage likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the command es guide wire, the coating ripped off. There was no patient involvement and a new command es guidewire was then used to finish the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.